Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
Com-(B)(4): transmitter, reported allegation not found.

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. The transmitter has no voltage. The customer complaint confirmation was undetermined because there was no voltage, further investigation cannot be completed. The root cause could not be determined.